Event description:
It was reported that the user experienced recurrent nocturnal low glucose while using the ilet bionic pancreas despite consistent meal announcements and typical dinner intake, with fingerstick and device glucose values in the low 60s and an observed rise to 80 after treatment; the user requested adjustment of nighttime target range and received additional training. Symptoms included hypoglycemia with delayed recovery. Outcomes included the need for oral carbohydrate treatment with glucose tablets, candy, and a juice box, as well as real-time support by an agent. Investigation included troubleshooting and education focused on hypoglycemia management and meal announcement practices. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemia event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.